Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of blood glucose of 203 mg/dl. The customer felt symptoms of nausea and vomiting. The customer was wearing the insulin pump during their hospital stay. The customer was treated with insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump did not pass the high pressure test after troubleshooting the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Device was tested with a water fill test reservoir and no bubbles were noted. No unexpected low battery alarms or display blinking during testing was noted. Device received with cracked case at display window corners and belt clip slot. Device received with minor scratched display window and case.